Event description:
It was reported ipg was placed in surgery mode prior to surgery. Pc displayed the message "cannot connect to generator" after an unrelated procedure and was unable to communicate the ipg with external devices. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. Surgical intervention may occur at a later date to address the issue.

Event description:
Additional information received stated that the patient underwent surgical intervention wherein the ipg was explanted and replaced. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
A manufacturer representative confirmed the issue and the ipg was deemed inoperable. No intervention is planned at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.